Event description:
It was reported that during the pre-use check, leakage of medical fluid at the connection part was observed. No patient was involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04994. The report was submitted in error.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the sample unit did not present any damage, scuffs, pinch marks, cracks, crazing, and cuts that could have cause the failure mode reported. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated. The sample unit present leak in the bag specifically in the near of the down corner. Complaint is confirmed. The most probable root cause is that the medication bag was mishandled during the assembly process and not correctly segregated, being traced to the manufacturing process. By way of corrective action, production personnel were notified by the quality engineer on (B)(6) 2022 and made aware of the defect reported by the customer and reinforce the correct handling of the medication bag in the assembly process. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.